Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the patient and therefore will not be returned for an evaluation. Because the part and lot number are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales representative reported the patient developed a skin reaction. A letter from the surgeon stated "her incision is quite reddened and obviously a reaction to the steri-strips. I removed without incident. She called this week with a rash and a cortisone cream was recommended as well as a medrol dose pack." The sales associate reported the patient was put on steroids and the rash cleared up.